Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the dcs in this system report may have caused or contributed to a death or serious injury or that the dcs in this system report has malfunctioned. Therefore, the dcs does not meet the reporting requirements in 21 cfr 803. However, the valve will remain reportable for the serious injury. As the conduction disturbance occurred post-operatively the dcs no longer meets reporting criteria. Updated data: b2. B5. H6. Annex e code (e060106) was added pertaining to the valve. Annex e code (e2403) was added pertaining to the dcs. Annex a code was added pertaining to the dcs. Annex c code was added pertaining to the dcs. Annex d code was added pertaining to the dcs. Additional codes. Annex f code (f1203) was added pertaining to the valve. Annex f (f26) code was added pertaining to the dcs. Corrected data: annex b code was updated pertaining to the dcs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, on the same day as the implant of this 29mm transcatheter aortic bioprosthetic valve, an unspecified, severe conduc tion disturbance presented. Subsequently, a permanent pacemaker was implanted the same day. No patient complications were reported as a result of this event. Additional information was received that the conduction disturbance was complete heart block (chb) which first occurred post-operatively after returning to the patient's room. It was noted that the patient does not have a history of conduction disturbance or arrythmia.

Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  D. This is a system report. The section d. Information is for the primary device, which was in use with the following device which cannot be excluded as potential contributing factors to the adverse event:  brand name: evolut fx dcs; product ID: d-evolutfx-2329; lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown: not implantable; FDA site ID: 9612164. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, on the same day as the implant of this 29mm transcatheter aortic bioprosthetic valve, an unspecified, severe conduc tion disturbance presented. Subsequently, a permanent pacemaker was implanted the same day. No patient complications were reported as a result of this event.